Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The incoming evaluation experienced an intermittent white screen. Because this could happen during infusion processing step, and may not be detected upon start up, this complaint is considered reportable. This was caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
It was reported that a pump displayed a reoccurring grey screen. It was determined in evaluation that the pump showed an intermittent white screen. It was also reported that there was no pt involvement.